Event description:
It was reported that the after the customer removed the urethral stent and the silk thread were removed from the package, they found that the label inside the package was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is inconclusive due condition of sample received. Visual evaluation noted received 1 ureteral stent without packaging. As the original packaging was not received the reported event cannot be tested as it is unknown what contents and labels came with the stent. Received one photo sample that shows stent within small packaging that is not bd packaging. Based on the photo and physical sample received the reported event is inconclusive. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after the customer removed the urethral stent and the silk thread were removed from the package, they found that the label inside the package was missing. Per follow up information received via ibc on (B)(6) 2024, stated that the lack of product labels without the knowledge of patients mainly affects the billing of surgeries and increases the work of surgeons and surgical nurses.